Manufacturer narrative:
The reported events were noise and mode switch. Final analysis found that as received, a partial lead (distal portion) was returned in one piece and the extraction tool was stuck inside the lead. The reported event of noise was confirmed. Upon visual inspection, an external insulation abrasion was observed breaching the outer insulation at the proximal region. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise over-sensing, resulting in inappropriate automatic mode switching (ams). The atrial lead was explanted and replaced on (B)(6) 2024 by the physician. The patient was stable throughout the procedure.